Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.event description: it was reported that during a treatment the angel unit had issues. The device spun as normal for 6/7 minutes before loud high pitched noise started, sounded like a ball bearing was firing around destroying unit from the inside, noise got louder and louder before kit "exploded¿. This disintegration has cause blood to contaminate heavily inside the unit. The visual evaluation of the received device showed contamination with blood which confirms the second part of the allegation that the kit "exploded" inside the unit. However, since the contamination cannot be effectively removed no further device testing can be performed due to the blood contamination. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported that during a treatment the angel unit had issues. The device spun as normal for 6/7 minutes before loud high pitched noise started, sounded like a ball bearing was firing around destroying unit from the inside, noise got louder and louder before kit burst. This disintegration has cause blood to contaminate heavily inside the unit. There was no harm for patient, operator or third party reported. *** 11-oct-2022 update dw further information was provided that customer did not come into contract with blood as it was contained within the device. The blood collection had to be stopped and rescheduled for another day.